Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had experienced incessant low flow alarms for multiple days despite multiple medication changed and aggressive oral hydration. The patient had presented to the clinic with a mean arterial pressure (map) of 82 and ongoing labile flow and pulsatility index (pi) readings. The patient was completely asymptomatic during the alarms. The patient's speed was increased from 5000 to 5500 rotations per minute with improvements in flow and decreased alarm frequency. The log files were submitted for review. The log files captured numerous low flow events on 27apr2026. These occurred at times where the pi was elevated. The mechanical circulatory support (mcs) equipment operated as intended. It was later communicated that the patient was discharged from the hospital on (B)(6) 2026 and had been struggling with the low flow alarms since then. The patient was prescribed sildenafil three times a day, and they were taking two when alarms occurred, was started on losartan 25 with encouraged hydration, and was encouraged to take medications on schedule for consistency. The losartan and fluronef was held as the patient reported that the low flow alarms increased with losartan and was given amlodipine 5mg daily. The patient was seen in clinic with right heart catheterization (rhc) on (B)(6) 2026. Salt tabs were added to the patient's medications as well as two extra doses of amlodipine (total of 15mg). Amlodipine 5 was increased to twice a day (bid) and coreg 6.25 was added bid. On (B)(6) 2026, the patient was brought in for nurse visit with a map of 82 with a repeat of 110. The coreg was increased to 12.5 bid; speed was increased to 5500. The patient was then admitted to the hospital. Another set of log files were submitted for review. The log files continued to capture low flow alarms on (B)(6) 2026. The pump flow and pi appeared to be trending down. The mcs equipment continued to be operating as intended mechanically and electronically. It was later communicated that the customer requested a low flow software upgrade for persistent low flow alarms due to a small left ventricle and "questionable" right ventricular function. The system controllers were successfully programmed.